Event description:
Customer called to report a hydropneumatic system leak on the unicel dxc 600 synchron system. Customer stated unfamiliarity with the instrument; therefore, a service request was generated. On the following day, the field service engineer (fse) inspected the instrument and found that the fluid was leaking from the low pressure regulator and that dilute wash solution was overfilling due to a failed float switch. The fse then replaced the low pressure regulator and the float switch. Customer stated that no erroneous patient results were generated as a result of the leak. No effect to patients or instrument users was reported.

Manufacturer narrative:
(B)(4).